Event description:
It was reported that an unspecified number of 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a needle that failed to retract during use. The following information was provided by the initial reporter: material no.: 381434 batch no.: 9021528. Retraction failure no adverse events.

Manufacturer narrative:
H.6. Investigation: visual/microscopic evaluation: observed there was no mechanical/physical damage to any of the components (spring, n needle hub, grips) or evidence of adhesive on the button or hub. Functional test (needle retraction) was performed: performed the hub twist test then depressed the buttons. The retractions were successful, no delayed reaction was observed. The defect needle retraction failure described in the incident report could not be confirmed or replicated with the returned units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a needle that failed to retract during use. The following information was provided by the initial reporter: material no.: 381434, batch no.: 9021528. Verbatim: retraction failure. No adverse events.